Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 14 years. The reason for explant is unknown. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) = "degenerated bioprosthetic valve" and "neo left coronary leaflet was dehisced from the commissure between the left denon and was flail into the lvot". Additional manufacturer narrative: based on the operative report provided by the health-care provider on (B)(6) 2012, the explant was due to the degenerated bioprosthetic valve. The subject valve was deeply embedded into the aortic root. The neo left coronary leaflet was dehisced from the commissure between the left denon and was flail into the lvot. The residual leaflets had significant thickening and material deposition. It was quite arduous to remove the valve from the aortic root, but this was done with a combination of sharp and blunt dissection. Once the valve was removed, the cavity of the ventricle as well as the lvot was thoroughly irrigated. There was some dehiscence of the mitral from the aortic annulus where the part of the sewing ring was removed which was reattached with sutures. A 21 mm edwards valve was placed, the valve was tied down and the aortic root closed. The surgeon then made a right atrial incision under caval isolation and performed an annuloplasty by running back and forth of sutures along the area of the posterior leaflet. This was tied snugly with felt buttress on either side. The patient was weaned from bypass. Postoperative transesophageal echo showed adequate neo valve function. The patient was transported to the ICU for further care. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). In this case, the sample device was not returned for evaluation; therefore, the root cause of the reported degeneration cannot be conclusively determined. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Therefore, the root cause of this event cannot be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.